Event description:
The report received indicated a patient that was randomized in the study had a restenosis episode eight months after receiving a cypher stent in the mid circumflex coronary artery. The restenosis was treated by balloon angioplasty. There was no report of complications; the patient was discharged the following day. Index procedure information was not provided.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. Additional information will be submitted within thirty days upon receipt.